Event description:
It was reported that prior to use foreign matter was discovered with a 3ml bd plastipak¿ syringe luer-lok¿ tip. The following information was provided by the initial reporter: the syringe was soiled within its packet but thankfully it was discovered immediately upon opening and was not used for patient care.

Manufacturer narrative:
Investigation: one 3ml syringe in an opened blister pack from batch 9064775 (p/n 309658) was received and evaluated. It was observed there was three large brown embedded foreign matter particles on the step of the barrel below the flange. The particles appeared to be burnt plastic and were larger than level 3 in size which was rejectable per product specification. The barrel was from mold c-238 cavity 68. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered with a 3ml bd plastipak¿ syringe luer-lok¿ tip. The following information was provided by the initial reporter: the syringe was soiled within its packet but thankfully it was discovered immediately upon opening and was not used for patient care.